Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2017-11-10 noting that they did not believe the patient had a prescribed MRI. Clarification could not be made at the time of the report. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. The patient was prescribed an unrelated MRI. An alleged overdischarge was reported. The patient had not used their system for over a year due to not being able to recharge it. It was noted that the patient¿s system was in a ¿limbo¿ state because they were due to the implant replaced in (B)(6). No further complications were reported.